Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/blunt plastic cann label content was incorrect. Verbatim: expired product received. Expiration date: 1-31-2023.

Manufacturer narrative:
(B)(4) - supplemental MDR - label content incorrect. One photo and one sample of a 3 ml luer lok syringe (part number 303346, batch 5035774) were received for evaluation. The photo showed a package with an incorrect expiration date, which does not align with the product established shelf life, and the physical sample confirmed the same issue. This condition is non-conforming per product specifications. An investigation was conducted, including interviews with a controls specialist and a review of production databases and mechanical and electrical records, with no contributing factors identified. However, the device history record review revealed that the incorrect top web slip had been placed as evidence, but the discrepancy was not detected at the time. The likely root cause is linked to the packaging process, specifically an incorrect entry of a secondary human readable date. The complaint will continue to be monitored, and corrective actions taken include issuing a quality alert to the plant and re educating all relevant personnel, followed by a verification of effectiveness to confirm successful training. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and our business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.